Event description:
N/a.

Manufacturer narrative:
Device identifier # (B)(4). The device was returned for evaluation. The reported complaint is not confirmed. No issues observed from the evaluation. With respect to the returned unit it has passed all specific functional testing requirements . When unit is properly positioned and put under pressure unit would not have slipped. Device history record reviewed with no abnormalities related to the reported failure. The device passed all required inspection points with no associated mrr¿s, variances or rework. Sampling plan reviewed and is acceptable. Device is 100% tested prior to final acceptance. The definite root cause of the reported condition cannot be reliably determined. Most probable root causes are: incorrectly assembled device, improperly tested/inspected device, improper technique used during procedure and inadequately maintained device used for procedure.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report no.: 3004608878-2019-00987 and 3004608878-2019-00990.

Event description:
This is 1 of 3 reports. A sales representative reported on behalf of the customer that the a1059 mayfield modified skull clamp slipped that resulted with patient injury. Additional information received on (B)(6) 2019 indicating that the event happened during a posterior cervical fusion (pcf) procedure on (B)(6) 2019. The patient had a laceration to the scalp and facial contusion. A 30-minute delay in surgery was noted with no adverse event related to the delay. Additional information was received on (B)(6) 2019 in a form of a medwatch report (uf importer #: (B)(4)) with the following information: a (B)(6)-year-old male patient had undergone a craniotomy procedure. At the end of surgical procedure when drapes were removed, it was found that the patient's head had moved in the head holder. Unaware of time when the head moved. The movement caused a one-centimeter laceration to the left temporal pin site as well as nasal lacerations to bridge of nose.